Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential failure mode could be "does not allow for easy insertion of the catheter". A potential root cause for this failure could be "too little coating applied to catheter surface". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect the catheter before use. Do not use the product if the device or packaging is damaged."

Event description:
It was reported that the coude catheters were uncomfortable as it was not lubricated enough.